Event description:
The dr implanted the graft as a right modified blalock-taussig shunt in a 4 y/o boy. After three weeks he removed the graft because of seroma leakage of 50-200 ml/day.

Manufacturer narrative:
Histological eval of explant consistent with serous leakage through graft wall. Histological eval also confirmed presence of free fatty acids in graft wall. Breaking hydrophobic barrier of gore-tex vascular graft may create potential for serous leakage through graft wall and free fatty acids have been implicated in breaking this barrier. Gore log: 10-1097-2. Date: 10/20/1997. Sample indentification: then walled gore-tex vascular graft. Item no: vt0504l. Sample history: age: 4 years old; sex: male; implant date: 8/25/1997; removal date: 9/15/1997; implant duration: less than a month; implant site: right modified blalock-taussig shunt; reason for implant: palliative treatment of congenital heart defect; reason for explant: peri-implant seroma formation; pt condition after explant: not given and reason for return: histological analysis. Gross observations this sample is identified as thin walled gore-tex vascular graft. Graft segment measures 1.7 cm long. Thin layer of tissue covers graft outer surface. Minimal amounts of thrombotic material are noted on luminal surface. Longitudinal section labeled 10-1097-2a will be taken for histological analysis. Remainder of sample will be chemically cleaned prior to scanning electron microscopic (sem) examination. Histological observations this is longitudinal section demonstrating both sides of graft wall. External surface is non-uniformly covered with variable thick layer of protein/fluid measuring 10 um to 1.1 mm thick. Protien matrix is composed of amorphous proteins and fibrin mesh. Except for few mononuclear celss along outer reinforcement, proteinaceous matrix is predominantly acellular. Collagen fibers have appeared in proteinaceous matrix. Luminal surface is covered with variably thick layer of granular proteinaceous material (as thick as 500 um), erthrocytes, and few mononuclear leukocytes and neutrophils. Amorphous protein, mononuclear leukocytes and erythrocytes are observed in interstices of graft. There is no evidence of infection. Nile blue stain is positive for free fatty acids in graft wall. Serous coagulum covering exterior of graft is consistent with fluid transudation. There is, however, no evidence of bacterial infection. Fluid and protein-fibrin coagulum is probably associated with localized transmural ultrafiltration. Free fatty acids are present in graft wall. Resolution of serous coagulum is characterized by collagenous fibers observed on outer periphery and adjacent to graft wall. Recent protein-erythrocyte thrombus covers part of luminal surface. Typical node-fibril graft microstructure is confirmed with light microscope and scanning electron microscope. Over view of longitudinal section showing both sides of graft wall. Portions of graft external surface are covered with proteinaceous transudate. Luminal surface is covered with variably thick layer of granular proteins. Milligan's trichrome, 2.5 x.